Event description:
Stapler misfired, causing spillage of stomach contents into the belly. The nurse in the or stated the stapler malfunctioned, that it did not line up properly. This incident occurred at the closure of a subtotal gastrectomy. The pt has a wbc of 17000 and is on antibiotics.